Event description:
It was reported that the customer¿s freestyle libre 3 sensor was initially scanned and paired to the abbott app, which prevented pairing to the ilet, resulting in the pump not receiving cgm data and displaying dosing stop and not-paired alerts. Symptoms included risk of hyperglycemia due to absent cgm data to drive automated dosing. Outcomes included interruption of automated insulin dosing until an alternative cgm could be established. Investigation included customer education and troubleshooting, confirmation of single-app pairing limitations, and coordination with the cgm manufacturer. Investigation of this case revealed that the libre 3 sensor¿s prior pairing to the abbott app blocked ilet pairing, and the user successfully switched to a dexcom g7 with warm-up initiated while being referred to abbott for sensor replacement. It was concluded that the event was due to use error related to cgm app pairing behavior and that the ilet functioned as designed once an appropriate sensor pairing path was followed.